Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of five devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in a stone removal procedure in the kidneys performed on (B)(6) 2020. According to the complainant, during the procedure, the tip of the laser fiber was broken. Another four flexiva 200 laser fibers were used and the same issue occured. The procedure was completed with a sixth flexiva 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.